Event description:
It is reported that upon use, the femoral impactor/inserter pad fractured.

Manufacturer narrative:
As returned, a portion of the impactor pad has fractured off. According to the per, this occurred during use. The fractured component was returned with the rest of the pad. The pads contain nicks and gouges all over the devices. This failure has been previously characterized by development. Impactors become damaged through repeated use due to impactions sustained while in use. Impactor pads should be replaced when the part is no longer functioning. The lot number of the device is unk. The impactor pad was found to meet print specs. It appears that the pad has exceeded its useful life and will be closed as such.